Event description:
Pt #1 is high fall risk. Rptr applied a posey sitter select. Pt fell. They switched device to another pt. The 2nd pt was seen attempting to stand. The clip snapped off of pt's clothing. The magnet doesn't release easily. Pt #2 didn't fall. When the pt rides slowly the magnet slides on the attachment plate and then catches on the plastic. The force of the pt standing wasn't strong enough to disengage the magnet and set the alarm off. The clip actually pops off the pt's clothing.